Manufacturer narrative:
The reported event of inadequate sensing was not confirmed while helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies. The lead was returned with the helix retracted and clogged with blood/tissue. After cleaning the helix, the helix could be extended and retracted by applying torque on the connector pin. The measured full helix extension length was within specification. The cause of helix mechanism issue was isolated to helix being clogged with blood/tissue.

Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, the right ventricular (rv) lead was repositioned multiple times due to inadequate sensing. After multiple attempts, the helix failed to retract. This lead was not used and the physician elected to complete the procedure using a different rv lead. The patient condition was stable.